Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a lung radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, the physician deployed the tines and successfully completed the procedure with this device. However, after the ablation, several attempts to actuate the device handle were required in order to retract the tines. It was reported that the device had not been inspected prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a lung radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, the physician deployed the tines and successfully completed the procedure with this device. However, after the ablation, several attempts to actuate the device handle were required in order to retract the tines. It was reported that the device had not been inspected prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): difficulty retracting tines. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the tip of the cannula to be damaged (rolled back) and split. The insulation at the location of the split was found to be stretched, and a portion of the insulation was scratched as well. The tines, which were received retracted into the cannula, were noted to be bent and protruded slightly from the split in the cannula. Functional testing found that the array could be extended and retracted easily. The condition of the returned device was not consistent with the complaint that the tines were difficult to retract; the complaint was not confirmed. Review and analysis of all available information failed to indicate a probable root cause. A review of the device history record (DHR) was performed; no non-conforming events or deviations were identified . A search of the complaint database revealed that no other complaints exist for the specified lot.